Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using the lightning aspiration tubing (lightning) and indigo system cat12 aspiration catheter (cat12). During the procedure, the physician completed five passes in the left pulmonary artery using the cat12 and lightning. Next, while attempting to use the cat12 and lightning in the right pulmonary artery, the physician attached the lightning tubing to the cat12 and noticed there was no aspiration. Consequently, the indicator light on the lightning unit was flashing red. It was also reported that the fluid inside the lightning tubing was not moving and the lightning unit was not producing clicking noises even after the lightning tubing was disconnected and attempted to aspirate in saline. The physician used a three way stop cock and a 20cc syringe to gently flush saline through the lightning tubing; however, it was unsuccessful. Therefore, the lightning tubing removed. The procedure was completed using a new lightning tubing with the same cat12 and lightning unit. There was no report of an adverse effect to the patient.